Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient passed away on (B)(6) 2019. The death was not considered to be device or therapy related.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: the evaluation of the submitted log file revealed findings indicative of potential pump thrombosis. The evaluation of the submitted system controller log file identified pump stops and low speed events, followed by an increase in power and decrease in pump speed below the low speed limit. A specific cause for these findings could not be conclusively determined; however, based on previous complaint history, these events could be indicative of a potential driveline issue and potential pump thrombosis, respectively. A direct correlation between the potential driveline issue and pump thrombosis could not be conclusively established. Further, a direct correlation between these findings and the patient¿s outcome could not be conclusively established. The submitted log file captured several pump stops and low speed hazard/advisory events were observed on 11sep2019 from 10:58:56 am through 10:54:25 pm. A transient power elevation was observed during a pump stop at 10:51:50 pm, reaching 9.9 w, and low flow hazard alarms were observed, associated with the low speed hazard events. All of these events occurred while the system controller was connected to battery power. Average pi appeared to decrease to values as low as 0 starting on 11sep2019 at 10:52:51 pm, and then power appeared to elevate to values up to 25.5 w starting at 10:54:31 pm. The pump speed then decreased starting at 10:54:43 pm, and the pump struggled to maintain a speed above the low speed limit. Associated low speed advisory alarms were captured during this time. Yellow wrench advisory and replace controller alarms were also noted starting at 10:56:49 pm. The pump speed continued to decrease until the pump stopped at 11:03:25 pm with associated low speed hazard and low flow hazard alarms. The remainder of the data captured the pump speed and all parameters at 0 until the driveline was disconnected on 12sep2019 at 12:29:43 am. Multiple requests for additional information regarding this event were issued to the customer, including requests for product return; however, no further information has been provided and no product has been received to this date. The investigation file will be closed accordingly. The heartmate ii lvas IFU lists device thrombosis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") further outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient passed away on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient's controller alarmed and noted a low flow event. The patient attempted to get new batteries but was later found unresponsive. The patient arrived at the emergency room (ER ) in cardiac arrest. The patient subsequently expired. Log file analysis noted pump stoppage events, driveline disconnects and low speed events while powered by battery sources. During multiple low speed events, power spikes were noted. The account reported no known short to shield issues. No further information was reported.